Manufacturer narrative:
Unit received with unresponsive esc button due to corroded keypad traces. Unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out alarms due to unresponsive buttons. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was also reported that the battery out limit was also received. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.